Manufacturer narrative:
Siemens has completed an investigation of the reported event. It was reported to siemens that while being scanned on the magnetom prisma fit unit, a patient suffered a 2nd degree burn on his right thigh and hand area. The patient sought medical treatment, however, details of the medical treatment are unknown. Our experts analyzed the images generated during the patients' examination. The complete examination of the patient's lumbar spine lasted 41.4 min with an active scanning time of 35 min. No abnormality was found which would indicate a system malfunction. With the fourth measurement the first level (fl) operating mode was used. The sar values were within the limits defined by the mr safety standard (iec (B)(4)), i.e. The maximum applied sar was 54% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 60.1 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec (B)(4)) but is a comparatively high energy dose in relation to the clinical use. The system was checked by the cse and found to be operating within specification. No hardware or software problem was found which would explain the reported burns of the patient. The location of the second degree burn on the patient's right thigh and hand area is a typical indication of an rf current loop (skin to skin contact between hand and thigh) as described in the magnetom family operator manual - mr system syngo mr e11 (pages 20-21). It is recommended to always follow the instructions given in the operator manual, regarding correct patient positioning in order to avoid such incidents in the future.

Manufacturer narrative:
Exemption number e2017014. (B)(4). The system was checked by a siemens service engineer and the unit was found to be within specifications. Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted if additional information becomes available. This report was submitted october 12, 2017.

Event description:
It was reported to siemens that while being scanned on the magnetom prisma fit unit patient suffered a 3rd degree burn on his right thigh and hand area. The patient sought medical treatment. Details of the medical treatment are unknown.